Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 497 mg/dl while wearing the pod for 2 hours. The patient reports being unable to walk. The patient reports they had been vomiting. The patient reports the pods adhesive had failed to adhere while wearing the pod. Once at the hospital the patient had a new pod applied and a manual injection of insulin was administered. In addition the patient was treated with intravenous fluids as well as zofran. The patient was released from the hospital after 4 hours.